Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and non-boston scientific left ventricular (lv) lead were surgically abandoned and replaced due to unspecified product performance issues. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was also explanted and downgraded to a implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.